Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37791 (unknown serial/lot); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the recharging antenna is overheating and a "temperature thing" pops up on the machine - pt did not have recharger at time of the call. Pt did not recall the code that was displayed. Pt stated this started happening probably about 3 weeks ago maybe. Pt mentioned they have a doctor's appointment tomorrow. Agent sent email to repair to replace the recharger antenna .

Manufacturer narrative:
Concomitant medical product: product ID 37791, serial# unknown product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.